Event description:
It was reported that egms revealed noise on the right atrial lead. The noise could not be reproduced. The patient's rhythm decreased from 60 bpm to 30 bpm. Since the patient was dependent, the atrial sensitivity was increased to 2.5 mv with a sensed p wave amplitude of greater than 5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.